Event description:
It was reported that the 9800 system made a loud popping noise from the x-ray tube. Also there were some images missing from the image directory. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and re-greased. The hard drive and software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)